Event description:
The customer reported the unicel dxc 800 pro synchron instrument was leaking fluid from reagent probe b. The leak was only 2 drops and contained to the instrument. The leak was discovered during weekly maintenance. No erroneous results generated. No exposure reported. Customer was wearing gloves and laboratory coat.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse found the cause of the leak was the a/b valve. Fse resolved the leak by replacing the valve. (B)(4).